Event description:
It was reported that the ilet displayed an error during a meal announcement that instructed the user to wait and prevented bolus insulin delivery, which appeared temporally associated with an occlusion alert that was cleared after a supply change; after troubleshooting, the meal announcement became available and delivered. Symptoms included hyperglycemia with blood glucose reaching approximately 300 mg/dl and remaining above range for a few hours without ketone testing, back-up therapy, professional medical intervention, or other assistance. Outcomes included transient elevation in blood glucose without reported injury or hospitalization. Investigation included user troubleshooting and education conducted by support, with review of device alerts. Investigation of this case revealed that hyperglycemia occurred while the device displayed an error and a prior occlusion alert had been cleared, but a definitive cause was not identified. It was concluded that the event involved hyperglycemia with cause unclear and that the device functioned after troubleshooting enabled meal announcement delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.